Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 16, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 3221, 4315). Method code #1: 11 testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 analysis of production records. Results code: 3221 no findings available. Conclusions code: 4315 cause not established. The affected sample was returned, however, the device has an unknown infectious status, therefore, the unit was not evaluated. The reported issues were not able to be replicated within the retention sample; therefore, the root cause for this event cannot be determined. It is most likely caused by particle matters temporarily attached on the active electrode and interrupted the electrical circuit, causing the experience event, when a small vessel and capillary were cauterized, they were not in contact with the ground electrode. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation, therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete, and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the unit was defective. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the sales associate, the new manager found it in his office when he started, it was marked defective.